Manufacturer narrative:
Product complaint: (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event/procedure date? Procedure name? What tissue/location was suturing when 5 needle breakages occurred? Please confirm that there were no unexpected outcomes or complications as a result of 5 needle breakages event during this unknown procedure? Lot number? Will be any broken needle sample available for return? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2021-01293, 2210968-2021-01294, 2210968-2021-01295, and 2210968-2021-01297.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. During procedure, needle broke. There were no patient consequences reported. Additional information requested.